Event description:
At the time of the first installation of the device requested by the customer, the field service engineer (fse) observed that while performing detergent priming that fluid was being drawn from the alcohol container and not the detergent container. Upon removing the side panel of the device and tracing the paths of the tubing, fse noted that the detergent and alcohol tubing connectors had been swapped; the alcohol connector was connected to the detergent tubing and the detergent connector was connected to the alcohol tubing. Fse cleaned from the detergent line the alcohol that was drawn during priming. The alcohol line had not yet been primed, so cleaning was not required. Fse then removed the alcohol and detergent tubing connectors and placed them on the correct tubes. The issue was identified and corrected during the installation process and no scopes were reprocessed in the device with the detergent and alcohol tubing connectors switched. There is no patient involvement.

Manufacturer narrative:
At the time of the first installation of the device requested by the customer, the field service engineer (fse) observed that while performing detergent priming the fluid was being drawn from the alcohol container and not the detergent container. Upon removing the side panel of the device and tracing the paths of the tubing, fse noted that the detergent and alcohol connectors had been swapped; the alcohol connector was connected to the detergent tubing and the detergent connector was connected to the alcohol tubing. Fse cleaned from the detergent line the alcohol that was drawn during priming. The alcohol line had not yet been primed, so cleaning was not required. Fse then removed the alcohol and detergent tubing connectors and placed them on the correct tubes. The alcohol and detergent lines were primed to confirm that the issue was corrected. Equipment repaired and verified according to original equipment manufacturer instructions. Equipment passed the electrical safety test. Software attributes were verified and confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause is likely the lengths of alcohol and detergent tubes are same and the tubes accidentally got crossed on the way to install to equipment. Inspection was not documented in the system which to detect the incorrect installation. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.